Manufacturer narrative:
A field service engineer was dispatched who conducted on-site follow-up with the customer.the fse observed that the waste tubing had been pinched and had overflowed.the area was cleaned and the waste tubing freed.this returned the instrument to normal operation.no further action required by fse the most probable cause of the reported event was due to pinched waste tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported problems with the total areas high and low with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.